Event description:
Boston scientific received information that there was external interference that resulted in noise on a pacing electrogram. The noise was detected as ventricular fibrillation (vf); therefore, pacing was inhibited. There was a pause in pacing for approximately 2.5 seconds in this dependent patient. The noise continued for approximately 6 seconds until the patient was removed from the electromagnetic interference (emi) field. As a result, the vf detection zone was reprogrammed to lessen the chance of inappropriate shock. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device reached elective replacement indicator (eri); therefore, it was explanted and replaced. Due to the previous noise on the right ventricular (rv) lead, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated the device and lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--